Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the trigger advanced and no staples were deployed? Did the device lock out and could not be fired? What type of procedure was the device used in?

Manufacturer narrative:
(B)(4). Additional information received: was the trigger advanced and no staples were deployed? No. Did the device lock out and could not be fired? Yes. What type of procedure was the device used in? Unk. Upon receipt and review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and revised to not reportable.

Event description:
It was reported that during an unknown procedure, the device did not fire. Procedure completed with same/like device. There was no adverse consequence to the patient.